Manufacturer narrative:
Failed transmitting due to damaged cow catcher and damaged pins 1 and 3.

Event description:
It was reported the customer received a sensor error alert. The customer's blood glucose was 141 mg/dl. The customer was advised of the proper techniques to avoid the sensor errors. It was also found during troubleshooting that the customer's sensor was bent. No additional information provided.